Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation can be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: pr 3075784

Event description:
It was reported to resmed that an astral device had an external battery with a reduced level of capacity. There was no patient harm or serious injury reported as a result of this incident.